Event description:
Kangaroo pump failure - after 8 hours, screen reading that it had fed 550 ml and flushed 131 but none of the feed and only a small amount of the flush was gone from the bottles. New spike set was hung with new bottle of feed and new water bag. Pump primed set appropriately but after setting it to run normally, it was again not feeding. When the "flush now" option was tried, it did not pull any flush from the bag either. The pump was replaced.